Manufacturer narrative:
Photographic device evaluation: a review of the device through photos noted rupture was observed. As microscopic analysis could not be performed, the assessment of the opening is not possible.

Event description:
Patient reported a left side rupture confirmed via MRI and exchange due to concerns with the product. The report of "calcifications with benign aspect" and "oval nodule, isoechogenic and circumscribed" are considered not device related. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a left side rupture confirmed via MRI. Exchange, due to concerns with the product "calcifications with benign aspect". And "oval nodule isoechogenic and circumscribed" not device related. Device remains implanted.